Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes experienced tubes/extenders with molding defects that can be used. Product defects were noted during use. The following information was provided by the initial reporter: material no. 367820 batch no. Unknown. Both tubes appear to have collapsed inward. **second tube is not a bd product**.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes experienced tubes/extenders with molding defects that can be used. Product defects were noted during use. The following information was provided by the initial reporter: material no. 367820, batch no. Unknown. Both tubes appear to have collapsed inward. Second tube is not a bd product.